Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based off the information provided, the most likely cause of the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On 08/25/2025, it was reported by a sales representative via (B)(4) that an ar-8850 soft tissue instrument has a rough surface, not smooth. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.